Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the mid right superficial femoral artery using the nanocross elite 5mm x 200mm x 150cm balloon, there were deflation difficulties and the balloon was taken to 16 atm with minimal inflation. The sheath used was a 6fr x 45 non-medtronic sheath and the guidewire was a .014 non-medtronic guidewire. The balloon was inflated with a 50/50 contrast solution using a non-medtronic inflation device. The instructions for use were followed without issue. There was no damage noted to the balloon catheter. The balloon was eventually fully deflated for removal using negative pressure from the inflation device, which took 2 minutes. The device was safely removed from the patient and the procedure was completed using a new device of the same make and model. No patient complications have been reported as a result of this event.